Event description:
Contact reports the exprescare kit# ex5b was missing two expedium x25 final tighteners, (B)(4), when received at the hospital. When it was noticed that the instruments were missing, a runner had to travel across town to obtain a final tightener and to have it autoclaved for the case. This added more than 30 minutes to the surgery time while the patient was under anesthesia. There were no adverse consequences to the patient.

Manufacturer narrative:
It is not known if the expedium x25 final tighteners were not place in the expresscare kit prior to its shipment to the customer or if the instruments were removed from the kit in the field. However, the complaint was reviewed with expresscare kit technicians and retraining was performed. At this time, the complaint is considered to be closed. Device not available for evaluation.